Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The battery was replaced. The hardware and software passed the system checkout. The imaging system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found that when the returned battery was connected to a known good uninterruptible power supply (ups) and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups ran for thirty-two seconds. The battery will not hold a sufficient charge. The suspected cause was an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that the system shutdown as soon as it was unplugged. The representative confirmed that the disconnect switch was not depressed. The representative then ran the uninterruptible power supply (ups) test and it indicated the battery was below 40%. The representative unplugged the system and it shutdown within 20 seconds.